Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported not being able to bite down on their back molars at the end of treatment and their teeth colliding with one another. The patient has already had 3 refinements at that point, and it was confirmed their bite was not articulated correctly for their third refinement.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.